Manufacturer narrative:
Manufacturer's investigation summary: a direct relationship between the device and the reported event could not be conclusively determined through this investigation. It was reported through the patient outcome that the patient passed away. Cause of death is unknown. Autopsy was not performed. Device was not explanted and will not be returning for evaluation. No alarms were reported in association with the event. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2020. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists death as an adverse event that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away. The cause of death was unknown. An autopsy was not performed. The device was not explanted, and will not be returning for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed